Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of non-physiologic noise. The patent was asleep at the time of the shock. The sensing vector was set to the primary sense vector. Technical services reviewed the electrograms and discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.